Event description:
It was reported that during the procedure for the implantable neurostimulator (ins) battery change/replacement, that when it was time to insert the new ¿wire¿ it failed (¿e.g. Broke, couldn¿t get it to work¿). It was noted that the original intent of the procedure was to remove the old ins and wire and insertion of a new wire with a new battery. In addition it was reported that the patient had a history of urinary retention and urgency. It was noted that another device was used and that there was no reported harm to the patient. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID n EU_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).